Event description:
The hcp reported that the onset/diagnosis of infection was 2004. The pt was experiencing feverm redness, swelling and pain. The primary location of the infection was the device pocket. A culture of the device pocket was taken but no organisms were isolated. The pt was treated with intravenous and oral antibiotics and total device system explant. No withdrawal symptoms were reported. The infection resolved.